Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a left hip revision surgery is scheduled for a future date for unknown reasons. It is planned to remove and replace the cup component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This report should be voided and an additional report will be filed under the correct MFR number.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.